Event description:
It was reported that shaft break occurred. An unknown size of emerge balloon catheter was advanced for dilation. However, during procedure it was noted that the balloon was kinked and failed to cross the lesion and the balloon shaft broke. The device was pulled out with the guide extension catheter. A new device was used in replacement. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided.